Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and a functional test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm was identified during the functional test. The cause of the condition was configuration was lost. To correct the condition, the device was reconfigured and programmed. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 alarm (configuration option settings checksum is not 0). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available. No additional information is available.